Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported after a 6f angio-seal sts was deployed, the pt bled. Manual compression was applied for 10 minutes. Hemostasis was achieved. Later, the pt developed vascular insufficiency and had a foreign body removed from the popliteal artery with a microsnare. The identity of the foreign body removed was not disclosed.